Event description:
The report stated that flow rate was too fast. Infused in 18.5 hours instead of 23 hours. The fill volume was 240 ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the evaluation of the sample. The report stated that the pump infused too quickly. One empty and used pump was received for evaluation and investigation. The visual inspection of the pump found dry medication at the distal luer. The pinch clamp was opened, but the pump did not infuse. The tubing was separated from the pump and placed in warm water with an air source for about 48 hours for cleaning. The pump without the tubing attached did infuse. The tubing could not be cleared of medication. The flow rate accuracy test could not be conducted due to the occlusion by medication. The directions for use (dfu) (rev. E) contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following; filling the pump less than nominal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal. A review of lot 832441 history found no other confirmed flow rate complaints for this lot. The device history record was reviewed and all manufacturing operations were found to be within specification. Product complaint is not confirmed for fast flow. If additional information is received pertinent to this incident, a follow-up report will be submitted.